Event description:
I had kidney stones which I believe were due to my implants. I've had camera down my throat and up my backside due to serious leaky gut and is all coming from my implants. I have autoimmune disease. The list is endless, I have dry red eyes on a daily basis, ringing in my ears, headaches every single day, back pain, shoulder pain, I had severe depression, anxiety, and every day feels like I'm hung over. I was perfectly healthy before I got implants, I am removing them tomorrow on (B)(6) 2019, and I can't wait to get my health back. These things are dangerous and should not be inside women's body. This needs stopped now.